Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had intermittent failures. A field service engineer replaced the mini engine to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer had failure, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.